Event description:
It was reported that cgm displayed error message and customer contacted support regarding cgm sensor. There was no reported impact to the customer¿s blood glucose level. Customer service provided full pump reset instructions by email, customer planned to reset pump when ready, and customer was advised to follow up if issue continued.